Event description:
Same case as MDR ID 2134265-2013-06267. Reportable based on analysis of related guide wire completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure, resistance occurred while advancing the burr on the wire. The target lesion details were unknown. A 330cm rotawire was positioned in the patient. Extreme resistance was noted while advancing a 1.5mm rotalink plus over the rotawire, while the rotalink was still external to the patient. The physician opted to remove the whole system and the procedure was completed with another of the same of each device. No patient complications were reported and the patient's condition is stable. However, device analysis revealed the rotawire to be fractured.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned rotablator plus was connected together on the return for analysis. No issues were noted with the unit handshake connectors during the tug test. An attempt was made to wire guide the burr unit using a control guidewire. Resistance was met in the annulus of the burr. A microscopic examination revealed a misshapen and flared burr annulus. There were no scratches that exposed brass on the plated back half of the burr. The burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user error as the dfu states "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip." (B)(4).